Event description:
A report was received from (B)(6) regarding an attachment device, stating it was overheating during testing. It was unknown to the reporter if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device has been received for evaluation. The device was evaluated and the reported condition was confirmed. The qd8 angle attachment was tested and reported condition was duplicated. Evidence is indicative of usage wear over time. The reported condition was confirmed. (B)(4).